Manufacturer narrative:
Imdrf code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h10: investigation results the returned cre pro gi dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the balloon (distal section), located approximately 12 mm from the tip. Microscopic inspection found a pinhole located approximately at 12 mm from the tip of the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during/previous the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a gastrointestinal balloon dilatation procedure performed on (B)(6) 2023. During the procedure, the contrast agent leaked out after less than 1 atm of attempted balloon inflation. It was determined that there was a hole in the balloon. The procedure was completed with a different model device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a gastrointestinal balloon dilatation procedure performed on (B)(6) 2023. During the procedure, the contrast agent leaked out after less than 1 atm of attempted balloon inflation. It was determined that there was a hole in the balloon. The procedure was completed with a different model device. There were no patient complications reported as a result of this event.